Manufacturer narrative:
If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. If explanted, give date: not applicable as the iol was removed and replaced during the same procedure. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into the patient¿s left eye and then removed. Reportedly, the patient¿s capsule tore. The harm was not the result of the contact with the product. The doctor performed an anterior vitrectomy. A non johnson and johnson lens was used to complete the procedure. There were no other injuries reported and no incision enlargement was required. The suspect product will not be returned as it was discarded. No further information was provided.

Manufacturer narrative:
Corrected data: this is to correct the initial submission. Section a3, gender: it states female but should have stated male. And section b5 said "a non johnson and johnson lens was used to complete the procedure". Also the statement "the harm was not the result of the contact with the product. " but correct statement is just "replacement lens information was not provided." The field below is updated: section a3, gender: male. Section b5, describe event or problem: replacement lens information was not provided. Additional information: upon further review new information received that the patient outcome is "doing well". All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.